Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device did not cut at all. It was not seaming the vase and fabric. Case was completed with another tweezers. There was no patient injury.